Event description:
An infusion pump was sent to baxter for repair where a failure code 570 occurred during servicing. The facility representative stated that no patient injury was reported on this pump since the last baxter service event.